Event description:
During an attempted implant of the subject device, damage to the defibrillation electrodes were witnessed, so another lead was implanted instead.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states FDA issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the damages observed to the defibrillation coils in this case were caused during the manipulations of the lead during the implantation attempt. These features are not considered to be mfg defects as verified by the statements of the physician, since the damage was observed durin the implant attempt. It is highly unlikely that the damage caused to the defibrillation coils would have lead to any future complications, and it is noted that the electrical parameters are not compromised by this damage.